Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follow: date: (B)(6) 2012. Initial inratio inr: 5.7. Inratio retest inr: 1.6 (1st). Inratio retest inr: 1.7 (2nd). Inratio retest inr: 1.6 (3rd). Lab inr: 1.8 (venous draw).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012 inratio inr results: (5.7, 1.6, 1.7, 1.6), lab: 1.8, mean: 2.48, conf. Limits: (1.6-3.4). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inratio precision data provided by end-user lot: date: (B)(6) 2012, inratio inr results: (5.7, 1.6, 1.7, 1.6), mean: 2.65, sd: 2.03, %cv: 76.75. Since %cv is more than 20%, the precision test failed the criteria for precision. Add¿l investigation is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 275626. Test results as follows: donor: 207, inratio results: (3.6, 3.4, 3.5), reference: 2.71, bias threshold: (1.71-3.71), %cv: 2.86. Donor: 210, inratio results: (1.5, 1.4, 1.4), reference: 1.50, bias threshold: (1.00-2.00), %cv: 4.03. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client¿s data from repeat inratio and reference tests revealed that the test result comparison did not meet accuracy or precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results using freshly collected capillary blood met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.